Event description:
It was reported that the patient was transported by ems (emergency medical services) to the ER (emergency room) with hypoglycemia and a seizure. The patient's blood glucose levels decreased to 50 mg/dl while wearing the pod more than 48 hours. The patient was at school when hypoglycemia first occurred and treated by school personnel with glucose. In the ambulance in route to the ER, patient was given two doses of oral glucose. Upon arrival in the ER, the patient was given IV (intravenous) dextrose. The patient was released within a few hours. The pod was worn during ER visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.